Manufacturer narrative:
Additional information: d9, h3 plant investigation: the bloodline was not returned for investigation. The returned rotor has a loose and deformed sleeve (guide sheave) on one of the rear guide pins and there are signs of debris on both rear guide pins. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks, no noise from the rotor, and no alarms throughout the test. The sleeves remained intact onto the guide pins throughout the test. The complaint event of loose rotor guide pin is being addressed by CAPA# 1538514. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode.

Event description:
A user facility biomedical technician (bmt) reported to technical support that during treatment with a 2008t machine, there was a loud clunking followed by a level detector alarm. They noticed an issue with the blood pump, the tubing segment was damaged, and stopped blood pump before noting there was a huge blood leak. They were not able to return the blood to the patient. The guide pin cover had come loose and cut the blood pump tubing segment. The machine had 6121 hours. Upon follow-up, the facility administrator (fa) stated the blood pump rotor of the machine damaged the blood pump tubing and caused a blood leak to occur with seven minutes left of a 3.5 hour treatment. The bmt stated the tubing guide roller came loose and cut a hole in the blood pump tubing. Per fa it was unknown if the rotor was original to the machine. The fa stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The fa stated treatment was immediately halted and the patient¿s blood was not returned. The fa stated the estimated blood loss was estimated to be 300ml. The patient did not complete their remaining treatment on the day of the reported event. The fa confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The fa stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that during treatment with a 2008t machine, there was a loud clunking followed by a level detector alarm. They noticed an issue with the blood pump, the tubing segment was damaged, and stopped blood pump before noting there was a huge blood leak. They were not able to return the blood to the patient. The guide pin cover had come loose and cut the blood pump tubing segment. The machine had 6121 hours. Upon follow-up, the facility administrator (fa) stated the blood pump rotor of the machine damaged the blood pump tubing and caused a blood leak to occur with seven minutes left of a 3.5 hour treatment. The bmt stated the tubing guide roller came loose and cut a hole in the blood pump tubing. Per fa it was unknown if the rotor was original to the machine. The fa stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. The fa stated treatment was immediately halted and the patient¿s blood was not returned. The fa stated the estimated blood loss was estimated to be 300ml. The patient did not complete their remaining treatment on the day of the reported event. The fa confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The fa stated the component was available to be returned for manufacturer evaluation.